Event description:
Product analysis of the returned generator was performed. When the device was returned, it was noted that the output current was set to 0 ma. The device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
Clinic notes dated (B)(6) 2013 noted that the patient had a recurrent event semiology of tonic seizures occurring at school. The generalized tonic-clonic seizure took place on (B)(6) 2013. Prior to this event, the patient had not had this seizure type since vns implant. The patient¿s eye fluttering had also continued to increase since the last visit, and several eye flutters were noted at the appointment. The patient was referred for prophylactic generator revision due to the age of the implant. The increase was believed to be associated with a decrease in vns battery strength. The vns pulse width was increased. The patient underwent generator revision on (B)(6) 2013. After the generator was replaced, subsequent diagnostics show the impedance value at 833 ohms. Diagnostics were repeated twice with impedance values at below 600 and then 673 ohms. No pre-operative diagnostics were performed. The generator was returned for analysis. Analysis is underway, but has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected but did not cause or contribute to a death. Adverse event or product problem, corrected data: previously submitted MDR only showed the report as an adverse event but should have also indicated a product problem. Brand name, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Type of device, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Model #, serial #, lot #, expiration date, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead. Operator of device, corrected data: previously submitted MDR indicated that the medical professional was the user; however, this should be the patient if explanted, give date (mo/day/yr), corrected data: previously submitted MDR indicated the explant date for the generator: the updated suspect medical device (the lead) remains implanted. Device available for evaluation, corrected data: previously submitted MDR indicated the return date for the generator: the updated suspect medical device (the lead) remains implanted and has not been returned. Type of reportable event, corrected data: previously submitted MDR only showed the report as an adverse event but should have also indicated a product problem. Device manufacture date, corrected data: previously submitted MDR indicated that the suspect medical device was the generator; however, this is actually the lead.

Event description:
The information present to date suggests that a short circuit condition exists with the lead product. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution.